Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed blisters under the lifevest equipment. Patient described the area as blisters under te pad. There was no alleged device malfunction contributing to the blisters. It's unclear if the nurse who spoke with support services, applied any creams or ointments to the blisters. Reporting out of an abundance of caution. Follow up indicated that the blisters improved.